Event description:
In january of this year the patient presented with a proximal 1/3 fracture of the right femur. The fracture was nailed with an 11mm x 42cm zms femur nail and three interlocking screws. In may the patient returned for a follow up visit. X-rays showed that there was no callus formation and that the proximal locking screw had broken. The patient was renailed on june 1, 1993 with a 13 x 42 nail and three screws and bone graftdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.